Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Tests performed revealed the pump would dimple when it was squeezed. Troubleshooting was attempted by the healthcare personnel to no avail. Two weeks later, a revision surgery was performed in which the existing pump was removed and replaced. Following the intervention the patient was stable and got retrained on the usage of the pump.

Event description:
It was reported that the patient went to the hospital due to this inflatable penile prosthesis (ipp) not working properly. Tests performed revealed the pump would dimple when it was squeezed. Troubleshooting was attempted by the healthcare personnel to no avail. Two weeks later, a revision surgery was performed in which the existing pump was removed and replaced. Following the intervention the patient was retrained on the usage of the pump. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of mechanical issues and pump dimpling of this inflatable penile prosthesis (ipp) were not confirmed through product analysis, as the returned device passed all testing, performing within specification. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. Visual inspection of the pump did not reveal any damages. The component was functionally tested and it also performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.